Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported the patient lost stimulation and the ipg was unable to be charged. Patent denied any recent weight gain or loss. Representative confirmed the ipg was unable to communicate with external devices. To address the issue, the ipg was explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.